Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a closurefast catheter during patient treatment. It is reported that the one part of the coil melted during the ablation procedure. The procedure is reported to have been completed using this device. No injury reported.